Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge decreased to 100 units. While troubleshooting with tandem technical support, the customer reloaded the cartridge, but was unable to obtain an accurate fill estimate. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer will use the pump for continued insulin therapy.